Manufacturer narrative:
The manufacturer's field service engineer (fse) provided service call cost information to customer and the customer declined service. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause for the reported issue could not be determined at this time. The customer declined service.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit generated an error code message of post timer/24v failure. The customer reported there was no patient involvement.